Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that three months following bilateral lasik surgery, the pt presented with light sensitivity in both eyes. The pt reported that she had to wear sunglasses indoors, and while watching television, due to light sensitivity. The steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment, and in the opinion of the surgeon, the laser did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.